Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer,therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2010, the patient underwent an unknown surgery at l3-s1 wherein hardwares were implanted. Post-op, loosening of l3 screw on the right side was observed. The patient underwent revision surgery on (B)(6) 2015 for removal of hardware.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the patient underwent plif at levels l5-s1 and posterior fixation at levels l3-s1 to treat lumbar canal stenosis on an unknown date. On an unknown date post-op, right l3 screw was found to be loosened. No patient complication was reported. Revision was performed on (B)(6) 2010 to replace the screw. On (B)(6) 2015, removal of the l3 right screw was performed due to mild back-out of the screw. Bone fusion was achieved at that time.